Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens implant procedure, the surgeon noticed a line in the central zone of the lens extending into the diffractive zones, therefore the surgeon removed it by cutting in half. The surgeon was not sure if the defect was present before the lens was loaded or happened as a result of the lens loading technique. Additional information has been requested.